Event description:
The patient reported his insulin infusion headsets were only lasting half a day and one only lasted 1 hour. He stated, he would notice his blood glucose levels rising, decide to change the headset, and then notice the cannula was bent. He said this has occurred in 8 out of 10 headsets in this box. He did not save any of the infusion headsets. The patient stated he had elevated blood glucose readings of as high as over 600 mg/dl. He said he had no symptoms and gave himself an injection of insulin to bring his blood glucose back within his normal range of 89/138 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.